Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alleges under delivery. Customer¿s blood glucose level was 277 mg/dl at the time of incident. Troubleshooting was done for high blood glucose and under delivery. Customer treated with injection and lantis for high blood glucose. The insulin pump will not be returned for the analysis.